Manufacturer narrative:
No critical pump error (open book image) alarm noted during boot up. The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08765 inches. However, the pump had a high sleep current measurement. No unexpected critical pump error (open book image) alarm noted during the testing. Successfully downloaded history files and traces using thus. Successfully downloaded comlink3 file. There were no fatal critical alarms, or three consecutive critical handling alarms found in the formatted history file. Critical pump error (open book image) alarm was generated due to user test failure in the intern bootloader (code 0x00000046), suspecting the hw. Power management graph was successfully generated. The loaded voltage (loaded vlith) and the unloaded voltage (unloaded vlith) display at the power graph management tool shows abnormal behavior. No alarms/alerts noted. However, low battery alert was recorded and found in the formatted history file on: 08/19/2023 23:13:00.000. Insert battery alarm was recorded and found in the formatted history file on: 08/20/2023 09:01:22.000. Replace battery alert was recorded and found in the formatted history file on: 08/20/2023 08:44:00.000. 08/20/2023 08:54:00.000. Pump error 25 alarm was recorded and found in the formatted history file on: 08/21/2023 05:00:00.000. 08/21/2023 05:10:00.000. 08/21/2023 08:49:00.000. 08/21/2023 08:59:00.000. The pump was cut open to perform visual inspection and found corrosion on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. The original pcba 2 was cleaned, installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. The original pcba 1 was cleaned, installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. A high sleep current measurement (unexpected battery power loss) and pump error 25 alarm were confirmed due to corrosion on the pcba 1 and pcba 2. Please see below for pump errors/alarms noted 2 days prior to the event date 20-aug-2023 in the formatted history file.  Pump error 63 alarm (variable info = 06) was recorded and found in the formatted history file on: 08/20/2023 16:52:10.000. Pump error 3 alarm (file number: 2002 line number: 2803) was recorded and found in the formatted history file on: 08/20/2023 16:52:10.000. Pump error 68 alarm was recorded and found in the formatted history file on: 08/20/2023 16:52:12.000. 08/20/2023 16:52:42.000. Pump error 49 alarm was recorded and found in the formatted history file on: 08/20/2023 16:52:12.000. 08/20/2023 16:52:35.000. 08/20/2023 16:52:42.000. 08/20/2023 16:52:55.000. Pump error 23 alarm was recorded and found in the formatted history file on: 08/20/2023 16:53:12.000. Pump error 63 alarm (variable info = 06), pump error 3 alarm (file number: 2002 line number: 2803), pump error 68 alarm, pump error 49 alarm and pump error 23 alarm were confirmed due to corrosion on the pcba 1 and pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label fading. Critical pump error (open book image) alarm, a high sleep current measurement (unexpected battery power loss) and pump error 25 alarm were confirmed due to corrosion on the pcba 1 and pcba 2. Pump error 63 alarm (variable info = 06), pump error 3 alarm (file number: 2002 line number: 2803), pump error 68 alarm, pump error 49 alarm and pump error 23 alarm were confirmed according in the formatted history file due to corrosion on the pcba 1 and pcba 2. Pump exposed to moisture was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a critical pump error and the pump was exposed to moisture. Troubleshooting was performed. The customer performed safety checks on the insulin pump and the open book image error was found. No harm requiring medical intervention was reported. The customer discontinued using the insulin pump and it will be returned for product analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.